Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation since product location unknown. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2016-04392. Concomitant product(s): catalog#: 00620205620, trilogy shell, lot#: 60931877. Catalog#: 00625006530, zimmer bone screw, lot#: 60965154. Catalog#: 00771301300, zimmr m/l taper femoral stem, lot#: 60845830. Catalog#: 00784801200. Zimmer m/l taper kinectiv neck size e, lot#: 60892516. Catalog#: 00801803602. Femoral head 12/14 taper, lot#: 60977473. Reported event was confirmed through review of medical records. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient underwent revision on the right hip approximately three months post primary surgery, due to a leg length discrepancy. During the surgery, the head and neck were replaced. Attempts have been made and additional information on the reported event is unavailable.